Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unknown procedure the maestro 4000 generator failed to deliver enough ablation power when temperature control setting was selected. The operator replaced the generator with a non-boston scientific device. No patient complications were reported, the device is expected to be returned.